Event description:
The patient was implanted with a vectra vascular access graft. Approximately 3 months post implant, it was reported that the graft was removed due to vessel occlusion. It was also reported that "white turbidity, cloudy" material was around the graft.

Manufacturer narrative:
The graft was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.